Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) does not power on and smells burnt. It is unknown if there was patient involvement; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history review (DHR): a review of the DHR was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: evaluation of the xenon lightsource identified that the unit failed to power on when the power button was pressed. The power entry module on the back of the unit was loose and both side panels were cracked. The power supply, power entry module and both side panels have been replaced to correct these issues. Root cause analysis: the returned xenon lightsource was in used condition with damage to the side panels due to rough handling/environmental damage and the power entry module on the back of the unit was loose. The reported complaint of not powering on was confirmed. The power entry module required replacement. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.